Event description:
The customer contact reported the device touchscreen as nonresponsive. The device was returned to the biomed dept for an unspecified reason. No tracking was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility the device touchscreen did not respond when pressed. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device touchscreen did not respond when pressed. The probable cause was due to contamination on the bottom edge of the touchscreen due to fluid ingress. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.